Event description:
Csf was not flowing and had to be explanted.

Manufacturer narrative:
The valve was patent and passed siphon/reflux testing. The valve was within all specifications for pressure-flow testing except for pressure-flow testing at 46.8 ml/hr at (0 cm hp) pl 1.5, 20.4 ml/hr at (0 cm hp) pl 1.5, 46.8 ml/hr at (0 cm hp) pl 2.5, 5.5 ml/hr at (0 cm hp) pl 1.5. The valve did not pass leak testing due to a tear on the reservoir. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.